Event description:
It was reported that the device was short-circuited. Analysis of the device indicates that a component was burned. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The product analysis indicates that the black plastic part is burnt at the connection. The burn of the plastic part is the result of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). Presence of humidity in the connection zone can come from defective cleaning or drying of the instrument. (B)(4).